Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-5068-25tl serial/batch number (B)(6) was received for investigation. Visual inspection noted that the tip of the device is broken off. Functional testing was not performed due to the damage to the device. The most likely cause is attributed to misuse due to prying/leveraging the device during use.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 08/16/2024, it was reported by a sales representative via (B)(4) that an ar-5068-25tl suturelasso sd shaft broke during surgery (photo is attached) with no adverse effects on the patient. This was discovered during a procedure, with no reported patient harm. Additional information was requested.